Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported ¿scope was submerged in water without the secure placement of the protective cap¿ issue was determined to be the result of user handling - customer misuse/user error. The event can be detected/prevented by following the instructions for use which states: reprocessing manual 3.4 leakage testing attaching the water-resistant cap (mh-553) ¿the electrical connector of the endoscope is not waterproof. Before immersing or leakage testing the endoscope, always attach the water-resistant cap. Otherwise, equipment damage may result. If the exterior of the electrical connector is scratched, the connector may no longer be waterproof and the seal inside the water-resistant cap may be scratched. If the electrical connector is scratched, send it immediately to olympus for repair. Always use a dry water-resistant cap. Any water remaining on the water-resistant cap may cause damage to the endoscope, maintenance unit, or light source¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: distal end plastic cover had dents; bending section cover or distal sheath rubber glue had a crack; objective lens glue was peeling and edge had chips; light guide lens glue was peeling and the edge had chips; image was flickering; electric connections were wet; upwards/downwards angulation were out of specification; control knob movement had play and it was loose (upwards/downwards); labeling - all labels are peeling while there was corrosion on the frame, inside the touch panel and the front panel frame; and there was insufficient liquid crystal display light (lcd). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope, fluid invasion with no leakage, the gastroscope was submerged in water without the secure placement of the protective cap. The issue occurred during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event.